Event description:
Consumer is pt, who had a hernia repair done in 2004 with surgical mesh used. The same year, both pieces of mesh were surgically removed, due to infection. She states that the hernias occurred following 2001 surgery on her heart. The doctors are now telling her that things are fine. Once the mesh was removed, she had "a hole" that required cleaning for 3 months, several times per week. She knows that there's been a recall of another brand of mesh and wants to know if the brand that was used in her surgery had an adverse effect like hers. Her doctor told her that when the mesh was removed, "it was full of infection". She says she had been sick a long time, before the infection was discovered. Her temperature was up and down and she was as "sick as a dog". The doctor who removed the mesh was the one who'd placed the mesh initially. She was told that during the operation, the device was literally "pushing itself out of her stomach."